Event description:
It was reported that an aortic thrombus was found during an echocardiogram. The device was reportedly operating as intended with no alarms. It was decided to hyper-anticoagulate the patient, and then the patient became symptomatic with chest pain. It was later communicated that the patient developed the thrombus post-operatively. There were no changes to patient condition or anticoagulation status that may have contributed. The patient was ongoing as of (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the report of aortic thrombus with chest pain could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing with no further reported issues at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The plan of care was to hyper-coagulate the patient until the thrombus resolved.